Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - guides/sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the lag screw technique, the 2.0mm drill guide would not pass through the 2.7mm/2.0mm double drill sleeve. The shaft of the drill guide had become detached from the drill guide base, which obstructed the drill entry. There was a 30 minutes surgical delay. The procedure successfully completed. Patient outcome as planned. This complaint two (2) devices. This report is for (1) unk - guides/sleeves/aiming: guide. This is report 2 of 2 (B)(4).